Event description:
Device 4 of 4. Reference MFR report: 1627487-2014-21244, 21245, 21246. The patient received two scs leads with the same lot number. It was reported the patient was not receiving stimulation. Diagnostics revealed multiple invalid and low impedances on the scs leads. X-rays indicated the leads appear to have pulled out of the header. Per the sjm representative, this issue could also be due to the extensions. The patient will consult with the physician regarding surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.